Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no images were submitted for review, and the device was not returned for evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hemolysis and patient condition could not be conclusively established through this evaluation. Due to patient privacy laws, the managing hospital would not provide any additional information regarding the patient¿s outcome. Based on a review of the available patient record, there were reportedly no device issues at the time of the patient¿s outcome. Review of the submitted log files captured the pump functioning as intended. The patient remained ongoing on heartmate 3 lvas, (B)(6), until they expired (see MFR 2916596-2026-00499 for outcome information). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas ifurev. A, and the heartmate ii patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital due to increasing flow parameter from around 4 up to 6 liters in the course of 10 days from mid of (B)(6) 2025 to beginning of (B)(6) 2025. The general condition also decreased and on (B)(6) 2025, the patient was readmitted die to hemolytic urine. After some days of evaluation and more signs of hemolysis, a pump thrombosis was suspected. Other lab parameters (requested but not provided) also increased and therefore the hospital decided to go for an early pump exchange from heartmate ii to heartmate 3 on (B)(6) 2025 which went straight forward without any issues in the course.